Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and blank display. Customer's blood glucose value was 500 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. Display did not return after pump restart. The customer was treated. Customer will not return device for analysis.

Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with normal operating currents and no unexpected low battery alarm or blank display noted. Device was received with scratched case, minor scratched lcd window, stained keypad overlay and peeling end cap address label.